Manufacturer narrative:
(B)(4)

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed to recognize the defib lead during the daily test and impedance/therapy/charge errors following opcheck.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed to recognize the defib lead during the daily test. There was no patient involvement.